Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty component on the interface board.

Event description:
The customer reported that the insulin pump had an error alarm, and she was not able to clear the alarm. Troubleshooting was performed. The insulin pump had a frozen display. A new battery was inserted and the insulin pump had an alarm and blank display. No further information was provided.